Manufacturer narrative:
Corrected data: on the initially received medical device complaint reporting form in the field for other medical related; describe: possible surface issues was noted. This information was inadvertently left out of the initial filing. No further information could be obtain to clarify this issue. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent intraocular lens implant in his right eye and was experiencing unexpected post op refraction. The lens was explanted. Post op day one, distance visual acuity 20/30, j3 near vision. Post up week one, distance visual acuity 20/40, j7 near vision. Post op week three, distance visual acuity 20/40, blurry, slow to read, -1.00 + 1.25 x 121, no near refraction was performed. The symptoms have been noted to be interfering with the activities of daily life for the patient. The lens was replaced with a zcb00 15.5 iol lens. No further information was provided.